Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd received a 20 gauge nexiva unit from an unknown lot for evaluation. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer visually inspected the returned unit and observed no visible damage to the tip shield, needle, grip or winged adapter. The washer was able to be moved around which indicated that the washer was not preventing retraction. Next, a functional retraction test was performed and the unit retracted successfully. Then, the v-clip was removed and the needle was threaded back and forth through the tip shield. It was determined that there was some drag caused by the tip shield. The tip shield was removed for further inspection and a piece of damaged material was observed behind the washer. The piece of material was removed and the needle was threaded again. This time no resistance was felt. Based off the visual inspection and testing the engineer was able to verify that there was difficulty removing the needle. However, there was no issue with the tip adhesion. It was determined that this was a manufacturing defect. The manufacturing facility has been notified of this incident and the findings. A notification was issued by the manufacturing facility to raise awareness of this incident and prevent recurrence. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system was damaged behind the tip shield. The following information was provided by the initial reporter, translated from (B)(4) to english: "before use, the hcp pulled the white component (finger grip) to release the bond between the needle and catheter but the adhesion was tight and could not be moved." Via bd investigation: "it was determined that there was some drag caused by the tip shield. The tip shield was removed for further inspection and a piece of damaged material was observed behind the washer. The piece of material was removed and the needle was threaded again. This time no resistance was felt."